Event description:
Pall medical corporation's device the pall bds oxygen analyzer tested an platelets, apheresis unit as a false negative for bacteria. The unit was tested and then split into two products. The two products were distributed and transfused to two different patients. Both patents had an increase in temperature and pulse. They also experienced chills. The units were suspected to be contaminated with bacteria.